Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v244043, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient started seeing a power on reset condition and ¿call your doctor¿ icon the day prior to the call. The patient was not able to adjust stimulation. Follow-up is being conducted to determine patient symptoms, outcome, and actions taken.